Event description:
The customer contact reported a tubing ruptured while in use with a power injector; subsequently blood loss was noted. The pt was undergoing a CT scan. While using a power injector to deliver an unspecified contrast media at an unspecified rate. At the end of the procedure, the tubing "bulged and burst" just below the y-site injection port. It was reported that blood came in contact with pt's face and the pt's face was rinsed. The customer contact reported a blood loss of less than 60 ml. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a prod list of those high-pressure sets that are appropriate for use with power injectors.